Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported " found lumps breast, confirmed to be capsular contracture, also found some of the lumps to be cancer. Breast is also painful and feeling tight, the implant has moved all the way to the side. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture (B)(6) unknown.

Event description:
Patient reported " found lumps breast, confirmed to be capsular contracture, also found some of the lumps to be cancer. Breast is also painful and feeling tight, the implant has moved all the way to the side. Device remains implanted. This relates to the right side

Event description:
Patient later reported gp confirmed "capsular contracture at grade 4."